Event description:
I used your heatwrap with magnets on my lower back over my underwear. The product heated so hot, that it burned through my skin and left me with several patches of infections. However, I am not writing to you as a complaint. This is to inform you that the product is way too strong and to let you know that someone else may not be as nice as to let you know this.